Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The clamp thoracic radiolucent was returned to the manufacturer for analysis. Analysis found that the threads of the adjustment screw was worn down in the middle of the travel, but it was still functional. The retainer ring on the tip of the screw was also stretched allowing some play in the movement of the clamp face. Analysis found that the reported event was related to a physical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the screw of a spine clamp was worn. This was observed outside of a surgical procedure. No patient involved.